Manufacturer narrative:
Concomitant medical products: lnq11 monitor, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they could not interrogate their implantable pulse generator (ipg) and send a transmission. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rep assisted this patient in completing an interrogation using his remote heart monitor several times to no success. The reader was then able to locate the ipg with the patient placing his hand between the reader and the device.